Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during an open total gastrectomy, the staples were malformed at the 2nd and 3rd firing. The device was used on the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.